Manufacturer narrative:
Patient information is not available for reporting. Date of event is unknown. This report is for one (1) unknown titanium one-third tubular plate. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Device broke intra-operatively and was not fully implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Phone number: (B)(6). (510k): unknown, as specific part and lot numbers for tubular plate is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a one-third tubular plate broke while bending intraoperatively. One part of implant fracture is available for investigation, second part remains into patient's body. No prolongation of surgery was reported. No patient harm reported. This report is for one (1) unknown titanium one-third tubular plate. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product investigation was performed. A visual inspection shows a broken piece of a possible limited contact -dynamic compression plate (lc-dcp). The surface of this broken part shown some dents on the surface. The other part is not available for further investigation as it is remains in patient. The microscopic view of the broken surface does not show any anomalies of materials structure. The fracture face is homogenous surface what indicates material conformity. As the article and lot number is unknown we are not able to research the device history record, manufacturing documents, and related material certificate. We are not able to confirm the exact root cause of the complaint. We can only assume that a heavy exceeding mechanical overloading situation during bending which caused the breakage of the plate. Please note per relevant technique guideline following precautions needs to be taken: avoid repeated bending. Sharp indentations on the plate surface, especially around the plate holes, may impair resistance to fatigue and should be avoided. Reverse bending or use of the incorrect instrumentation for bending may weaken the plate and lead to premature plate failure (e.g. Breakage). Do not bend the plate beyond what is required to match the anatomy. Instruments and screws may have sharp edges or moving joints that may pinch or tear user¿s glove or skin. Handle devices with care and dispose worn bone cutting instruments in an approved sharps container. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.